Event description:
It was reported that the external pulse generator (epg) did not power on after the battery was replaced. The epg was checked by the distributor technical services and no anomalies were found. Epg remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).